Manufacturer narrative:
A device history record (DHR) review was not performed due to unknown lot# and a ship history review was not performed, as no facility name was provided. The complaint could not be confirmed because the product was not returned, therefore, no analysis could be conducted. There was not enough information available to determine the exact cause of the reported issue, therefore, the assigned investigation conclusion code for this complaint was designated as cause not established.

Event description:
It was reported that at 185,000 joules while using the surgical fiber during a prostate procedure, the aiming beam pointed both forwards and sideways. The fiber was replaced and the procedure competed using a second surgical fiber without patient impact.